Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lip of the lower cover was damaged and was catching on the door covers. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000159. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system's door is sticking and having issues closing. The system had a similar issue earlier this month and the fse switched panel covers to correct the issue, but there seems to be either a new or residual issue with the door. There was no patient present when this issue occurred.